Event description:
Report received from the biomedical manager of an incident involving the upgraded colleague pump which failed during patient infusion with failure code 16:310. The patient was a 4 hour post-operative cardiac transplant patient who was receiving two vasoactive drips when the pump had failed on in 2007 at 0845. The patient's blood pressure dropped to the 40's systolic. The patient was given two boluses of epinephrine to prevent cardiac arrest. The patient became hypertensive and was given a nitroglycerin bolus to stabilize the blood pressure. The risk manager was contacted and did not have any additional clinical information to provide.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.